Event description:
It was reported that during a coronary treatment procedure, shaft broke occurred. The target lesion was located in the calcified left anterior descending (lad) artery. While loading a 2.50x10mm flextome cutting balloon through a 5fr convey 3.5 guiding catheter before entering the body, resistance was encountered and the shaft of the cutting balloon kinked. When the physician straightened the shaft outside the body, the shaft broke into two pieces. After the shaft broke, the distal part of the cutting balloon was removed from the guiding catheter. A 2.50x6mm cutting balloon was then inserted through the same guiding catheter. The procedure was completed with a 3.0x28mm non-bsc stent. No patient complications were reported and the patient¿s status is ok.

Event description:
It was reported that during a coronary treatment procedure, shaft broke occurred. The target lesion was located in the calcified left anterior descending (lad) artery. While loading a 2.50 x 10 mm flextome cutting balloon through a 5 fr convey 3.5 guiding catheter before entering the body, resistance was encountered and the shaft of the cutting balloon kinked. When the physician straightened the shaft outside the body, the shaft broke into two pieces. After the shaft broke, the distal part of the cutting balloon was removed from the guiding catheter. A 2.50 x 6 mm cutting balloon was then inserted through the same guiding catheter. The procedure was completed with a 3.0 x 28 mm non-bsc stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: visual examination of the returned device identified a hypotube kink 69.7 cm from the strain relief. The hypotube was also broken 73.5 cm from the strain relief. This is consistent with applied force to the device during use. A microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the root cause was corrected from operational context to user/use error as the guide catheter used for this procedure was not the recommended size for this cutting balloon device. Failure to follow these steps may have contributed to this event.